Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming auto off. Blood glucose at the time of the most recent alarm on (B)(6) 2015 is unknown. Customer stated that the morning of the call, she had low blood glucose of 49 mg/dl. She also experienced high blood glucose of 410 mg/dl because she forgot to bolus after breakfast; she treated with the insulin pump. Costumed stated she wanted to turn the auto off feature off. Customer was assisted with setting the auto off feature to 0. The insulin pump will not be replaced.